Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and that the insulin pump alarmed button error. The blood glucose reading was in the 500 mg/dl range. The customer stated that she was disoriented and confused at the time of the event. She stated that she experienced high blood glucose levels because she had reverted to being on manual injections but did not give herself enough fast-acting insulin. She stated that the insulin pump had alarmed button error prior to the event, so she was unable to use the device to treat. She stated that she was not wearing the insulin pump at the time of admission and had been off of insulin pump therapy for a day. Advised replacement of the insulin pump. The customer stated that she had some tests run but did not know the results. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted and functioned properly. The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm tests. The insulin pump has cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.